Event description:
During clinical procedure, the prowler select plus microcatheter (mc) did not accept the enterprise stent delivery system and it got stuck in the mc. There was no adverse effect to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used on the same patient. MFR report# 1058196-2008-00241 & 1058196-2008-00242.